Event description:
While putting the patient into trendelenburg position, the head section of the operating room table became detached from its posts. This caused a temporary loss of head support. The anesthesiologist then supported the patient's head in a neutral position until the bed was repaired. The surgical case continued without incident. The patient's vital signs and respiratory condition was and remained stable. Tilt test conducted prior to procedure to check patient placement and stability was satisfactory, and gave no indication that any problem was occurring with the operating room bed.